Event description:
This report is being conservatively filed due to possible tissue injury and cascading adverse events. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with anterior leaflet prolapse, and leaflet tethering. An nt mitraclip was implanted without a device deficiency, reducing the mr to grade 2+. An ntw mitraclip was not implanted due incompatibility with the patients mitral valve anatomy. There was no device malfunction, no device related injury, and no complaint regarding this device. On (B)(6) 2022, the patient presented with dyspnea. Another echocardiogram was performed. Possible leaflet injury due to the clip was observed. In addition, severe mr, moderate tricuspid regurgitation, and a trivial pericardial effusion were noted. The clip had remained stable and well seated. On (B)(6) 2022, a mitral valve replacement was performed. No additional information was provided regarding this issue.

Manufacturer narrative:
It was reported that the device is not returning for analysis. The device location is not known. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported tissue damage, tricuspid regurgitation, and pericardial effusion could not be determined. The reported mitral regurgitation and dyspnea appear to be cascading events of the tissue damage. Furthermore, the reported patient effects of tissue damage, pericardial effusion, mr, and dyspnea are listed in the IFU as known possible complications associated with mitraclip procedures. The reported surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.